Event description:
Patient with arnold-chiari malformation had surgery for back structure defect. The device was used to close the wound. It was reported that the product was applied after back surgery. There was some fluid build up and some swelling and it was reported that this caused the dehiscence. There was some tissue necrosis from lack of blood flow. There was more surgery to remove this tissue. The wound opened approximately 43 days after the product was first applied and it was not reported how wound was treated. No iodine based products were used to clean the site and the doctor was experienced in using the product. Product applied in three layers. The site was not soaked, scrubbed, or exposed to prolong wetness. The site was free of dense hair. The doctor stated that there was no connection between the event and the product. Product storage conditions were not confirmed. No adverse patient consequences were reported. Product was not returned.